Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. Three attempts were made to have the device returned to olympus for evaluation but the device was not returned and no additional information was provided by the customer.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Olympus has made attempts to collect additional information without success.

Event description:
An olympus representative called in stating that a customer received an e105 lamp error with their cv-170 prior to a case starting. The customer did not report any consequence or impact to the patient.